Manufacturer narrative:
D4: software version 4.4.0. Veran engineering reviewed the downloaded diagnostic case data for this procedure. In review of the data collected, the plan path appeared to follow an obvious airway accurately. There were several other segmented airways that appeared to follow airways, although one appeared to be very small. Based on the review of the data, engineering was unable to determine if the airway was erroneously segmented, inaccurately mapped, or if it did exist but was not visible during the procedure. A root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician reported that during navigation, the software's mapping showed an airway to target that was not showing in the patient's actual anatomy. The physician registered three times, collecting three different point clouds. The carinas did line up, but the trajectory was off, and the physician was unable to get close to the target. The physician stopped navigation and ended the procedure with a bronchoalveolar lavage (bal) procedure. There was no impact on the patient; however, the physician tried for approximately 45 minutes. Although there was no impact on the patient, this event is being reported due to the 45-minute delay while the patient was under anesthesia.